Event description:
It was reported that there was a sudden increase and high impedance on the right atrial (ra) lead. There was also oversensing artifact, and fracture was suspected. Chest x-ray was normal. The lead remains in use and the patient will be monitored. The patient is enrolled in the (B)(4)study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2013. Weekly pace lead trend data shows an increase for min and max atrial pace bi impedance of 380 to 3059 ohms peak between (B)(4) 2013 and (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg implantable cardioverter defibrillator (ICD) (B)(6) 2009; 6944-65 implantable tachy lead (B)(6) 2009; 419388 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.